Event description:
Customer reported low blood glucose symptoms with an unspecified high result obtained on the aviva system. Customer states she fell asleep, and a couple of hours later her spouse was not able to wake her. At this time, customer tested 39 mg/dl on the aviva system; she was taken to the hospital where she received unknown treatment for hypoglycemia. Customer was released from the hospital one week later, having been in a "coma" for four days. Customer's current condition is well. Requested return of suspect device and replacement was sent.